Manufacturer narrative:
(B)(4).

Event description:
It was reported that after three weeks of treatment, the renasys go device started alarming blockage. Patient performed troubleshooting steps, including powering device down and re staring it, disengaging the quick click connector, checking the tubing for kinks, and milking the tubing but the device kept alarming blockage. It is unknown how the treatment was completed or if there was a delay. No patient harm reported. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.